Manufacturer narrative:
(B)(4). We are currently in process to obtain further information from the customer and to obtain the complaint device for evaluation to determine if it caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (f&p) field representative that an airvo humidifier alarmed and the 900pt561 airvo heated breathing tube melted. There was no reported patient consequence.

Event description:
A distributor in india reported via a fisher & paykel healthcare (f&p) field representative that an airvo humidifier alarmed and the 900pt561 airvo heated breathing tube melted. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The 900pt561 heated breathing tube (hbt) is used with the airvo humidifier to deliver warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Method: the complaint 900pt561 hbt was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the photographs provided by the customer and our knowledge of the product. Results: visual inspection of the photographs provided by the customer revealed that the plastic part of the tube was melted. It was noted that the melted tubing was very clean with no sign of nursing or smoke damage. Conclusion: it is most likely that the tube was covered by material with a temperature greater than that of typical room conditions, and was under compressive load. During production the heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity and pitch during production. Before the product leaves the line a full functional test is conducted under load. The airvo system is designed to comply with the electrical safety standard ul60601-1. The case is composed of a flame retardant material. The surface temperature of the heated breathing tube is within the limits specified by iso 8185 with regard to hot tube surface temperature not exceeding 44° celsius. There are many safety features incorporated into the airvo to prevent overheating and fire. These include: - the heater wires in the heated breathing tube are coated with teflon, completely insulating them from the gas path. - the pcb at the [patient] end of hose is over moulded with the thermoplastic polymer polypropylene, ensuring it is excluded from the gas path. - the airvo contains a transient current detector, tcd. This tcd is tested on the production line. It is also checked by the control system when the airvo is powering up before each use. - an 'over-temperature' sensor will automatically cut power to the motor, heater plate and heater wire if it detects any overheating. The airvo is constantly checking power in the heated breathing tube and turns the heater wire off if the measured power is too high. The user instructions that accompany the airvo 2 humidifier include the following warning: adding heat, above ambient levels, to any part of the breathing tube or interface, e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, could result in serious injury. The user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply."